Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/08/2015 with the following findings: the display lens was scratched. The display screen was dim and discolored. There was evidence of moisture in the battery comparmtent.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the display was damaged and moisture intrusion was evident in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.